Manufacturer narrative:
H3 - a manufacturer representative went to the site to service the system. Tested camera and found no evidence through logs of " "localizer faulted", "localizer not connected". Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: 2.1.0, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that  the camera stopped working. During an o-arm spin the amber light on the camera illuminated and a red error message appeared on screen. Site pulled in a camera cart from another navigation system on site and was able to proceed with the spin. They had preregistered and were in the middle of an o-arm spin when the reference frame turned red although it was visible on the camera window on the bottom right. They unplugged the camera and it was flashing green. When he plugged it back in it wouldn¿t power up again. They were assuming the frame was barely being seen towards bottom of the camera box (lower right camera window) and the camera dipped just enough out of site. There was no patient impact reported and a delay of less than one hour.

Manufacturer narrative:
H3) the software team reviewed the case. Suspecting the issue with the hardware(camera), but it can not be confirmed. As per the information available, the logs and archives were no longer available. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.